Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot tests were performed and failed due to call tech support displaying on the receiver screen. Pictures were taken. The log was not downloaded and reviewed due to call tech support displaying on the receiver screen. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error icon was displayed. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.